Manufacturer narrative:
Follow-up # 1 ¿ (02/10/2015). The patient¿s test strips have been returned on 1/14/2015 and evaluated by lifescan product analysis on 1/27/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have cosmetic damage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (03/26/2015). The patient¿s meter has been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/14/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of "73 mg/dl" as compared to a result of "96 mg/dl" obtained on a lab device when tests were performed within 10 minutes of each other. In addition, an unknown result on the subject meter was compared to the result obtained on another meter when the test were performed within 30 minutes of each other. The values were not provided for either device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.